Manufacturer narrative:
Batch review performed on 27 may 2025. Lot 2201879: (B)(4) items manufactured and released on 05-apr-2022. Expiration date: 2027-03-21. No anomalies found related to the problem. To date, all items of the same lot have been sold with no similar reported events during the period of review. Additional device involved in the event: reverse shoulder system 04.01.0207 lat. Glenosphere 36xø24.5 (k193175) lot 2339662: (B)(4) items manufactured and released on 06-feb-2024. Expiration date: 2029-01-16. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported events during the period of review. Based on the information available no definitive root cause can be established, while there is no indication that any potential issue with the device may have caused or contributed to the event, and the device history record review does not indicate any potential manufacturing related issue.

Event description:
The patient had a primary shoulder surgery on (B)(6) 2024. On (B)(6) 2024, the patient came in reporting pain after accidentally getting hit in the shoulder and started feeling unstable. The surgeon revised the liner and glenosphere. Presently, on (B)(6) 2025, the patient came in reporting pain due to a dislocation of the liner from the glenosphere. The surgeon revised the liner and metaphysis. The surgery was completed successfully.